Manufacturer narrative:
There was no code available for no visible defects.

Event description:
According to the information provided, the cannula tip broke during surgery. The date of surgery was not provided. A photo was provided and product evaluation could not visibly confirm any a broken tip. Without the return of the device, a root cause failure cannot be conclusively demonstrated. No patient injury was reported. Should the product become available to pe, this complaint will be reevaluated at this time.